Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited an increase in capture threshold from 1.75 v to 6.5 v, 1.0 ms. A chest x-ray was later performed and revealed that the lead had -moved significantly-. The threshold was at 4.0 v, 1.2 ms. The output voltage of the patient's pulse generator was increased.